Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Patient demographics unable to be obtained.

Event description:
As reported, during use of this swan ganz catheter inserted through a 7f introducer in a tavi procedure, pacing was not possible. The issue was solved replacing the catheter. There was no allegation of patient injury. The device was not available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Added: h8 (usage of device) updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The swan ganz catheter was not received for evaluation. Therefore, a product investigation was unable to be conducted. As part of the catheter manufacturing process, the units go through an electrical continuity inspection, and continuity test. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Pacing difficulties during use could be associated to multiple root causes. However, this malfunction is considered an anticipated risk. Edwards will continue to review and monitor all events.